Manufacturer narrative:
The report of pump stoppage event and associated alarms was confirmed based on the evaluation of the submitted log file and the evaluation of the returned device. The device was returned with the driveline cut approximately 2.5 inches from the pump housing and the remainder of the driveline was returned in one segment, which showed evidence of twisting at the proximal (internal) end. Electrical continuity testing of both portions of the driveline found all wires were electrically intact. Examination of the 2.5 inch driveline segment extending from the pump housing revealed no area of compromised wire insulation. Examination of the 36 inch segment of the driveline extending from the metal connector, found some breakdown of the braided shield approximately 24 inches to 26 inches and 29 inches to 30.5 inches from the metal connector. Examination of the underlying wires revealed a breach in the yellow wire insulation approximately 29 inches from the metal connector, originally located approximately 9 inches from the pump on the internal portion of the driveline. The high potential testing confirmed that the inner conductors were exposed. The observed wire damage appeared to be the result of fatigue failure due to abrasion against the braided shield. If the exposed conductors of the yellow wire contacted the braided shield while the patient was operating on a tethered power source, such as the power module, the resulting short to ground would have caused the low speed and pump stoppage events recorded in the submitted log file. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 1 month. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that during a right heart catheterization, while the patient was in a supine position and while the lvad was connected to a power module, a driveline disconnect alarm sounded. The lvad was switched to battery power. Interrogation of the system controller history showed a pump stoppage. The customer stated that the patient was morbidly obese and had gained a significant amount of weight since lvad placement. It was reported that there was no external damage to the driveline. The patient was reported to be asymptomatic at the time of the event. A system controller log file was submitted to the manufacturer¿s technical services representative for review. The data showed one low speed advisory with a pump stoppage event that lasted for approximately 30 seconds while connected to the power module. This type of behavior has been linked to potential issues with the driveline. X-ray images submitted showed an area of concern in a place where a driveline repair cannot be performed. The patient was provided with an ungrounded patient cable for use with the power module. On (B)(6) 2016, the patient underwent a pump exchange. No additional information was provided.